Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, resistance was encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr. Esheath and the valve could not be advanced. During the withdrawal of the devices, a right primary iliac artery rupture occurred, resulting in a perioperative retro-peritoneal hemorrhage. Stabilization was performed with the placement of an aortic occlusion balloon in the abdominal aorta via the left femoral artery. It was also reported that during the removal of the devices, the sapien 3 valve dislodged from the delivery system balloon and remained in the iliac artery. The valve was inflated with a balloon and deployed in the iliac artery. A non-edwards introducer was then inserted and passed through the sapien 3 valve in the iliac artery. A non-edwards valve was implanted with good results. The right iliac artery rupture was repaired with a vascular endoprosthesis. Angiography showed good profusion of the right ilio-femoral arterial axis and no active residual bleeding. At the end of the procedure and vascular repair, a ¿short¿ cardio-circulatory stop by electromechanical dissociation occurred. It was reported that the hemorrhagic shock likely contributed to the event. The patient recovered after conventional resuscitation maneuvers and compensation of blood and volume losses. The patient remained in ¿reanimation¿ as a result of the complicated procedure and hemorrhagic shock. The patient remained sedated and was transferred intubated. Hemodialysis was also required. The patient expired on postoperative day 4. The cause of death was reported to be hemorrhagic shock, renal insufficiency requiring dialysis and multiple visceral failures. The access vessel minimum luminal diameter (mld) measured 9.6mm with mild calcification and mild tortuosity reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section : evaluation codes; section : narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection of the esheath revealed a sheath liner tear with a strand attached. The strand was approximately 3.5 inches in length. The sheath liner was torn at approximately 1 inch to 6.5 inches from the distal tip. A kink on the sheath shaft approximately 4 inches from the distal tip was observed. Scratches along the sheath shaft were also observed. The sheath was fully expanded and the tip was fully opened. Review of the imagery of the case, captured during the procedure, revealed patient vessel characterization (reported as moderate calcification and tortuous). The valve was not flush against the flex tip during insertion through the sheath. It was also observed that the valve and flex tip were not coaxial with the sheath during insertion (a gap was observed between the sheath shaft wall and the devise), suggesting difficulties during insertion and potential damage to the sheath (liner tear). No functional testing could be performed due to the condition of the returned esheath. Dimensional analysis of the liner thickness along the length of the tear was performed. All measurements met specification. Lot history review revealed one other similar complaint for sheath shaft ¿ resistance with delivery system. In that case, the device was not returned for evaluation. Available information suggested that patient factors (tortuosity) may have contributed to the complaint event. No product non-conformances or IFU/training inadequacies were identified. A lot history review did not reveal any other similar complaints for sheath shaft ¿ liner strand. Complaint history review from february 2018 through january 2019 for the edwards esheath introducer set (all models, 16fr.) Revealed other returned complaints for sheath shaft ¿ resistance with delivery system. No potential manufacturing non-conformances were found in the similar complaints that were able to be confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. A complaint history review from february 2018 through january 2019 for the edwards esheath introducer set (all models, all sizes) revealed other returned complaints for sheath shaft ¿ liner torn and sheath shaft ¿ liner strand. No potential manufacturing non-conformances were found in the similar complaints that were able to be confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rates did not exceed the january 2019 control limits for the appropriate trend categories. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for sheath shaft ¿ resistance with delivery system, sheath shaft ¿ liner torn and sheath shaft ¿ liner strand were confirmed. However, dimensional analysis, complaint history, lot history and DHR review revealed no indication that a manufacturing non-conformance contributed to the reported event. A review of the manufacturing mitigations support that the proper inspections are in place to detect issues related to the complaint events. Complaint history review suggested that patient and or procedural factors may have contributed to the reported events. Patient factors (vessel calcification, tortuosity) may have contributed to the resistance encountered during the insertion and advancement of the delivery system through the sheath. Calcification may have also caused damage to the sheath liner material, making it susceptible to tearing when advancing the delivery system, especially if high push forces are required to insert the catheter. Procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. It is also possible that the device manipulation experienced in an attempt to overcome the resistance experienced led to the liner strand and liner tear during insertion/retrieval of the valve and delivery system. It is likely that all the events (resistance with delivery system, liner tear, and liner strand) are related in that the resistance during delivery system insertion through the sheath and manipulation during retrieval attempts resulted in the liner tear and strand. Available information suggests patient factors (vessel calcification, tortuosity), in addition to procedural factors (high push force) likely contributed to the reported resistance between devices, and liner tear and strand. Manipulation of the devices (insertion and withdrawal) may have contributed to the iliac artery rupture and resulting perioperative retro-peritoneal hemorrhage. The peritoneal hemorrhage may have contributed to the hemorrhage shock and patient death. No product non-conformances, labeling or IFU/training inadequacies were identified during this evaluation. Review of complaint history revealed that the occurrence rates for their respective trend categories did not exceed the january 2019 control limits. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During the preliminary engineering inspection of the esheath a liner strand was observed.